Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion as soon as they press the start button on an infusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found within specification in relation to the reported downstream occlusion alarm which was not reproduced during evaluation. A review of the event history log identified 'downstream occlusion!' Messages within a short span of time. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. The device was found no errors or alarms when programming and running an infusion. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.